Manufacturer narrative:
No product was returned for investigation. The cause of the bleeding is determined to be use issue because the bleeding was resolved by sutures and redressing the site. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced oozing at the access site. The doctor placed forward tension sutures and redressed the site. The site has slight ooze determined to be from suture holes and not sheath itself. Later, the patient was successfully weaned from the pump and survived.